Event description:
Caller reported a malfunction on the pump, with a displayed malfunction code labeled as malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Upon receiving pump reset information and assistance from technical support, the customer successfully reset the pump, and the same malfunction code did not recur.